Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip is broken off at the base and broken piece was not returned. The grip fractured where the arm meets the hub. There is a 90 degree angle near the fracture surface, which is a possible stress concentration area. Other grip is not damaged. No other damage found.

Event description:
It was reported that during a da vinci si salpingectomy procedure while using the 5mm needle driver instrument, the instrument broke off. The site did not observe pieces of the instrument within the patient. The procedure was completed with no patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.